Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were re-seated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had a collimator stuck error message. No pt injury was reported.